Event description:
It was reported that the patient experienced a hyperglycemia event while using the ilet with a contact detach steel infusion set, with a blood glucose reading of 223 mg/dl after eating cereal and a banana and exercising at a gym; troubleshooting included a recommendation and agreement to perform a full supply change and to monitor for 90 minutes. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and there was insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.